Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had an allograft of proximal tibia secured by a nail. Pt received a knee replacement in 2004. Between the baseplate and the nail a fracture developed so the surgeon removed the nail, baseplate and allograft and replaced it with a new allograft and triathlon universal base plate with stem and stem extenders and a ts insert."